Event description:
The patient developed a pressure ulcer on the bridge of her nose and on left cheek directly under the bipap mask. This is being reported as our hospital has seen a trend of these type incidents with use of bipap masks. Three additional incidents of the same occurred before the date of this reported event. These incidences included a pressure ulcer on the bridge of a patient's nose, a pressure ulcer on a patient's cheek and another pressure ulcer on the bridge of a patient's nose.